Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that an alert was detected for high, out of range right ventricular pacing lead impedances. The local sales representative had no further information, other than the patient has elected to have their device replaced with a non-boston scientific device. No adverse patient effects were reported.